Event description:
It was reported that the surgeon inserted cq2015 three piece collamer lens and the haptic was torn during insertion. The lens was removed without any patient incident.

Manufacturer narrative:
H6: evaluation results: visual inspection of the returned product showed that the optic was torn and a haptic was torn off and was missing. There was a clear surgical residue on the lens. Conclusion (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.